Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: italy. During insertion of the pg036su / disp.sucti./irrig.instr.5/330mm w.spike the tip of the trocar (ek236su / disp.trocar thrd.w.dilating pin) broke into 3 parts, falling in the body of the patient. The caliber was the smallest possible and the operator didn't apply any type of force on the instrument. It was difficult to find all pieces since it is not radiopaque.

Manufacturer narrative:
Investigation: several tests and investigations have been performed. Up to now, all the investigations could not establish a final cause of the issue. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. We assume a manufacturing, a design related error or a combination of multiple factors. Rational: n/a, investigation ongoing. Corrective action according to sop (B)(4) file will be forwarded to the crb for CAPA.